Event description:
It was reported that cgm displayed error message during use with g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions to perform pump reset, completed reset with guidance, did not see cgm error again, and successfully started new sensor session.